Event description:
It was reported that the pump time was incorrect, customer stated that the cause was not attributed to issue with the pump. As a result, the customer had a low blood glucose (bg) level of 50 mg/dl. The customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.